Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant medical products: 5076-52, lead, 694965, lead; implanted: (B)(6) 2006.

Event description:
It was reported that during a device change-out procedure, the entire system was explanted and replaced on the patient's opposite side. The left ventricular (lv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.